Event description:
Information was received that a smiths medical level 1 hotline low flow systems - hl-90 is leaking from the reservoir cover.

Manufacturer narrative:
The reporter also stated there was no patient involvement when the event occurred.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation. The device was received in rough condition with paint chipping, scratches, and stains throughout the enclosure. This was consistent with forceful impact, and general wear and tear. The device had a worn and faded line cord, and old-style pcb. The reservoir cover was cracked at the corner screw areas. The pole clamp was also damaged. The investigator filled the tank with water, attached the temp check, plugged in the line cord, and turned on power switch. A water leak was observed at the tank cover. The customer reported product problem was therefore replicated/confirmed. The investigator concluded that the damage resulting in the leak was caused by the user. Repairs were not made due to the age and condition of the device. The unit was deemed to be beyond economical repair and was therefore scrapped.